Event description:
Micron IV filter leaked approximately 5 ml cytarabine chemotherapy onto patient bed.

Event description:
Micron IV filter leaked approximately 5 ml cytarabine chemotherapy onto patient bed.